Event description:
It was reported patient had primary of left hip on (B)(6) 2011. Patient experienced pain and loosening of device. He was revised on (B)(6) 2014.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported patient had primary of left hip on (B)(6) 2011. Patient experienced pain and loosening of device. He was revised on (B)(6) 2014. Update based on the revision op report received on 10/22/2014: diagnosis: painful left hip arthroplasty; metalosis s/p left tha; taper corrosion of femoral component.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left hip. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.